Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the pulse test with associated service code 203. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, the monitor failed a pulse test. Component u901 (quad micro-power op-amp buffer) had a thin solder connection resulting in several pins coming loose. The root cause of the thin solder was unable to be positively identified but is likely due to improper assembly. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problems.